Event description:
The user received questionable troponin t results for two patient samples on the cobas e601 analyzer. Patient sample 1: the initial result was 0.155 ng/ml with a data flag and was reported to the doctor. The doctor and the tech questioned the result. The sample was poured into sample cup and retested on the same analyzer with a result of 0.010 ng/ml with a data flag. The sample was poured into another sample cup and repeated on the same analyzer with a result of 0.010 ng/ml with a data flag. The sample was put back on the analyzer in the original draw tube and resulted as 0.010 ng/ml with a data flag. The user stated patient was not treated due to initial reported result of 0.155 ng/ml. Patient sample 2 ((B)(6) female): on (B)(6) 2010, the initial result was 0.03 ng/ml and repeat result was <0.010 ng/ml. The initial result was not reported outside the laboratory and the patient was not affected. The troponin t reagent lot number was 15789501. The field service representative was unable to determine a cause. He ran performance and precision testing to verify the analyzer operation with passing results.

Manufacturer narrative:
(B)(4). The analysis results found that three tcr75 sterile cartridges were received. One cartridge was opened and tested for functionality. The cartridge was loaded into a test instrument; the device fired without any difficulties, the staples were noted to have the proper b-formed shape and the staple line was complete. Event description could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a small bowel procedure, the staples were not forming properly. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4).